Event description:
This is a report of a nurse that observed a leaking minicap. The nurse stated that the povidine had leaked onto the cap. There was no patient involvement as this occurred before patient use. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.